Event description:
Boston scientific was notified that during an event the matrix standard-sr 2d coil stretched and broke off. Retrieved it and stopped procedure. No complications with the pt were reported to have occurred.